Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein the migrated leads were explanted and replaced to address the issue. During the procedure, patient's ipg was also replaced due to suspicion of twiddler's syndrome.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. X-rays confirmed that patient's both the leads had migrated and were wrapped around the ipg. As a result, surgical intervention may take place at a later date to address the issue.